Event description:
It was reported the tracks were worn, making the unit difficult to maneuver (no tip) and that the lap belt was torn potentially causing inadequate patient restraint. There are no reports of patient involvement or adverse consequences.